Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. The aneurysm diameter at the time of implant was not reported. The vessel morphology was reported, the aortic neck was 2.5 cm to 3 cm in length and the iliac limbs were narrow in diameter. The stent grafts were successfully implanted in the patient. A recent CT demonstrated that the aneurysm measures 5.6 cm anterior to posterior x 5.8 cm transversely. There is contrast along the upper margin of the stent graft, consistent with a proximal type I endoleak. The patient was successfully treated with a 28mm aneurx cuff and a 36 mm endurant cuff and this resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak); (lack of information, cause is unknown). Conclusion: (lack of information, cause is unknown).